Manufacturer narrative:
Follow-up # 1 date of submission 09/05/2013 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump¿s keypad cover was returned torn off below the ok button and lifting along the side; exposing the button contact. During testing, all the keypad buttons were intermittently unresponsive and required multiple hard presses to elicit a response. The keypad cover was removed and evidence of contamination was found under all key contacts. Unrelated to the complaint, the display screen was found to be dim and discolored. A test screen was installed and displayed normally.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter stated that up, down, and ok buttons were intermittently unresponsive for a couple of months, and rubber at the bottom was peeling up. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.